Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a cerebral angiogram diagnostic procedure. Reportedly, a suture break occurred with both of the proglide devices. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The technician is reportedly trained in the use of the proglide device. No additional information was provided.